Manufacturer narrative:
The customer reported an undetermined amount of clear liquid leaked from valve vl46b. The customer observed it was a loose tubing and was able to reattach tubing fully onto feed through fitting prior to resolve the leak. The instrument ran without further issues. (B)(4).

Event description:
The customer reported an undetermined amount of clear liquid leaked from valve vl46b that was contained within their coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.